Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-dec-2024. Investigation summary: bd received 1 sample and 1 photo for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed: the fm is fibrous and threadlike. Additionally, the customer sample was evaluated by fourier transform infrared spectroscopy (ftir) testing: an ftir spectrum was collected, and the unidentified matter is a fibrous, thread-like material made of primarily polyester. Furthermore, the fibrous material is linked with both a red and white rubber material. These materials do not appear to be raw material used in production of the citrate tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer buffered sodium citrate 0.3ml - 0.109m, there was foreign matter observed in a tube. There were no health impact or consequences reported.

Event description:
It was reported that prior to use of the bd vacutainer buffered sodium citrate 0.3ml - 0.109m, there was foreign matter observed in a tube. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.